Event description:
The stent was already expanded in the package. The product was not clinically used. The product is available for analysis; however, it has not yet been received.

Event description:
The stent was already expended in the package. The product was not clinically used. The product available for analysis; however, it has not yet been received.